Event description:
During an initial implant procedure on (B)(6) 2024, it was reported that the helix of the right ventricular (rv) lead failed to retract, and material became twisted upon trying to repositing the rv lead. There were no consequences to the patient. The rv lead was not used, and new rv lead was successfully implanted. The patient was stable throughout the procedure.